Manufacturer narrative:
Patient medications include but are not limited to: clopidogel, oxycodone, amlodipine, pravastatin, etravirine, kaletra. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a left common iliac artery aneurysm (ciaa) and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system, and gore® excluder® iliac branch endoprostheses. It was reported that the right hypogastric artery was intentionally covered during the procedure by the ipsilateral leg of the main trunk. There was no aneurysm enlargement reported. On (B)(6) 2018, the patient underwent reintervention for a distal type I endoleak and coverage was extended on the right side with a gore® contralateral leg component. The patient tolerated the procedure and the endoleak was resolved.